Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support and that there was a low pump flow as they encountered continuous suctioning and were unable to increase the p support level of the pump. This was treated by giving patient albumin, and the pump was explanted as a result.